Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Troubleshooting options were discussed and the plan is continuing to be monitored. At this time, the rv lead remains in service and no adverse patient effects were reported.